Event description:
The sales rep reported that during surgery in 2008, the cannulated poly screwdriver did not align with the screws. The surgeon was able to complete the case as indicated and there was minimal surgical delay. There was no harm to the patient. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. The results of the device history record review indicate the part met specification. Visual examination of the returned part shows the driver mating feature to the screw is deformed. Functional test indicates the driver will not mate with a screw. The investigation determined the cause for the deformed mating feature is user error, tightening the outer retaining shaft to the screw prior to properly aligning the driver tip to the screw head.